Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has blood in safety disk. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has blood in safety disk.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pneumatic module assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.